Manufacturer narrative:
Analysis of the ins found no anomaly.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4). Analysis results were not available as of the date of this report, a supplemental report will be submitted when results are available.

Event description:
It was reported that the patient had good coverage of pain with the stimulator. It was noted that the generator site started to give the patient problems over the past several months. It was noted that the patient experienced an electrical sensation with the generator charging, particularly when it was at full charge. It was noted that this was a local sensation right around the generator site. It was noted that the patient also experienced that the generator was moving around and flipping. It was noted that the device was replaced. It was noted that there was no patient death and no patient injury. It was noted that the patient recovered without sequela after the device was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.